Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that before use, the device experienced a technical failure 379 no o2 dosing error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
H2: additional information received indicates that the device was not returned for evaluation, however a field service engineer went on site and upon initial inspection it was revealed that a third party 02 sensor was connected to the device. A replacement of the component was recommended to resolve the issue. G1 - contact information has been updated.